Event description:
It was reported to philips that there was an image processing error with the image processing pc (ippc). The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside of the clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had image processing error. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse determined that the os disk of the host-pc was corrupt. So, the fse created a ghost image backup, replaced the operating disk of the host pc, and restored the ghost image to the newly installed hard disk. The image and os disks on the ippc (ip pc revised ii no hdd) were also replaced. A host pc driver test was performed, board software and applications were downloaded and installed on the ippc, the interlink lan cable was replaced, and the image disk storage frontal was recreated. However, the error persisted during fluoroscopy and cine mode. To resolve the issue, the fse replaced the host pc, tsm swing arm, hard disk uploaded a new license file and recreated the frontal image disk storage, and all the lan connections were verified but system showed a geometry movement failure, and the board software was downloaded, and connectivity tests passed but the system was still non-functional. Upon further investigation, the fse replaced the bios cmos battery and reseated the sata cable of the ip pc. Hard disk isolation and swapping tests were conducted, and the image disk storage frontal was successfully recreated. However, the image processing error persisted. To resolve the reported issue, the fse replaced the ip pc. The defective host pc and ip pc were returned for analysis, and it didn¿t conclusively determine the actual cause of the failure in those components however, replacement of the host pc, ip pc, tsm swing arm and hdd by the fse resolved the reported issue and restored the functionality of the system. After replacements and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.